Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found it to be cracked on right plunger case and battery door. Device underwent occlusion testing; motor rate error was noted. The error was noted to be a result of motor assembly, worm gear, leadscrew and clutch halves found to be old, dirty and worn out due to normal wear. Problem source has been found to be normal wear and tear of the device which is noted to be nine years old.

Event description:
Information was received that a smiths medical medfusion syringe pump has motor rate error. Incident occurred during routine preventive maintenance; no patient involvement.